Event description:
The facility reported that during surgery the cannula (slip lock) detached from the syringe and fell into the eye causing a retinal hemorrhage in the pt. The facility confirmed pt status is good and doing well. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).